Event description:
It was reported that during procedure, the physician advanced a coil to the aneurysm. He could not advance the coil any further, so he removed the coil. As he was removing the coil, a previously placed coil (subject device) came back with it. No further information could be obtained.

Event description:
It was reported that during procedure, the physician advanced a coil to the aneurysm. He could not advance the coil any further, so he removed the coil. As he was removing the coil, a previously placed coil (subject device) came back with it. No further information could be obtained.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The main coil was stuck inside the returned microcatheter. The main coil was removed from the microcatheter. Visual analysis of the device noted that it appears to have been detached via electrolysis. The main coil was noted to be stretched. Blood contamination was present. From the event description it is likely that the coil (subject device) was pulled from the aneurysm accidentally when removing the other coil. The other coil was removed as it could not be advanced any further. Based on the investigation and information available, it is probable that procedural factors limited the performance of the device, resulting in the reported event. Therefore, a cause of operational context has been assigned to this event.

Event description:
It was reported that during procedure, the physician advanced a coil to the aneurysm. He could not advance the coil any further, so he removed the coil. As he was removing the coil, a previously placed coil (subject device) came back with it. No further information could be obtained.